Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during a laparotomy procedure, the device worked during the beginning of the case and then malfunctioned. Got error code to tighten handpiece. They did that and it still did not work. Detached handle and started over, still not working. Got a new handpiece, and that worked fine. No patient consequence.